Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. Additional information was provided that the patient underwent explant surgery on (B)(6) 2016 where the surgeon noted ¿a tremendous amount of adhesions¿. The surgeon ¿dissected out the old mesh from its peritoneal attachments. It appeared to have been all bunched up in essentially a ball with some sort of cylinder.¿ the surgeon also noted ¿the patient had a visible recurrent ventral hernia. The mesh was ineffective and appeared to have been possibly infected.¿ no additional information is provided.

Manufacturer narrative:
Date sent to FDA: 1/9/2020. Additional narrative: it was reported that the patient experienced abdominal pain following surgery.